Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(problem code).

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e1, e2, e3, g1, g2, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer was on site doing training and attempted to calibrate the two pumps which were not on patients at this time. Pump serial number (B)(6) alarmed power-up test fails code #6 and made a continuous high-pitched noise. This pump was pulled from service and was serviced by the customer. No more information about repairs is available. This pump was returned to use. Customer reports no issue with any of their three pumps.

Event description:
It was reported that while doing an in-service at the account on (B)(6), the clinical educator said on (B)(6) that cardiosave intra-aortic balloon pump (iabp) one of their pumps would not zero. The zero key would not engage. After several attempts it ended up working. There was no patient involved. While I was there, I attempted to calibrate the two pumps which were not on patients at this time ((B)(6)). Pump serial number (B)(6) alarmed power-up test fails code #6 and made a continuous high pitched noise.

Manufacturer narrative:
Due to character limitation in e1, event site state: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while doing an in-service at the account on (B)(6) the clinical educator said on (B)(6) that cardiosave intra-aortic balloon pump (iabp) one of their pumps would not zero. The zero key would not engage. After several attempts it ended up working. There was no delay in therapy and no harm to the patient. While I was there, I attempted to calibrate the two pumps which were not on patients at this time ((B)(6)). Pump serial number (B)(6) alarmed power-up test fails code #6 and made a continuous high-pitched noise.

Manufacturer narrative:
B4, g1, g3, g6, h2, h6, h11. Corrected fields: e1 (event site state).